Event description:
Noticing some possible side effects. I feel a little foggy, and it appears to affect my short-term memory. Any suggestions? I only use it once a day for sleep, and that seems to help. The concern I have is long-term effects on my memory obviously, and the brain fog.